Event description:
The pt stated that, the adhesive of 3 out of the last 4 infusion sets he has used would not stick to his body after insertion. He stated that he showers and completely dries his skin, prior to inserting a new infusion site. He stated, that almost immediately after inserting a new site he will find the site hanging off of his skin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The pt discarded the alleged infusion sets. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.